Manufacturer narrative:
The insulin pump was received with missing segment and partial display due to cracked bleeding lcd. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer stated that they could not see the screen. The customer's blood glucose was 93 mg/dl at the time of incident. The customer stated that they inserting the recommended battery for the insulin pump. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.